Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in the proximal portion of the lad coronary artery, the bio ranger balloon lost pressure at 2 atmospheres on the initial inflation. The patient was asymptomatic during this event. A wiseguide catheter (size unknown) was also used in this case, but the types and sizes of introducer sheath, guidewire and inflation device used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.